Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 541 mg/dl and ketones; cause of bg not known. It was reported that the customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 4 days later, (B)(6) 2026 with the issue resolved and no permanent damage.